Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site postal code:(B)(6), event site state: (b)6)). A getinge field service engineer (fse) evaluated the iabp unit and found that leakage too high in the pneumatic interface module. To fix this issue fse replaced the pim and unit was okay. After replacing the pim, the battery slot 1 was down but after charging  continuously for 2 weeks unit was okay . All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement.